Event description:
It was reported that "staples were found jamming during use on the patient". At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4) customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. A device history record review was performed, and no relevant findings were identified. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Other remarks: n/a, corrected data: n/a.

Event description:
It was reported that "staples were found jamming during use on the patient". At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of misfire/jamming - info not provided was confirmed based upon the sample received. Visual examination revealed that the first three staples appeared to be misaligned. Upon functional inspection, the misalignment of the first three staples prevented the remaining staples from firing correctly. The sample was disassembled. A device history record review was performed, and no relevant findings were identified. Die casting anomalies were observed on the forming tool. The piece of the shuttle component that interacts with the trigger was observed to be bent out of its proper position. An investigation within teleflex was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.